Event description:
Pt had c-section 2001. Pt discharged home 3 days later. After pt got home pt noted some drainage, looked at the incision and noticed it had separated. Pt returned to hosp with partial wound dehiscence involving skin, subcutaneous tissue and fascia on 3 days post c-section.